Event description:
It was reported that the memory was mixed up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.